Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a healthcare professional (hcp) regarding a patient receiving an unknown drug via an implantable infusion pump for non-malignant pain. It was reported by the hcp that the patient mentioned that he had an MRI in the past in which the pump "never did start working again" and the patient had to go to the managing hcp to "get it started". No symptoms were reported and the hcp had no further details about the previous MRI. It was reported that the hcp "restarted" the pump after the MRI and did not think the pump was replaced. No further complications were expected or anticipated.